Event description:
(B)(6) type 1 diabetic veteran presented handful; approximately 12 each, bd insulin syringe with bd ultra-fine needle with product code: 328468; ndc #: (B)(4), in condition not fit for safe use. Insulin syringe needles were bent with needle protruding insulin syringe safety cap. Serve manufacturing defect suspected. Returned to (B)(6) patient advocate. Pictures were taken, but "suspect" medical device insulin syringes were discarded. (B)(6) logistics service did notify bd this "suspect" medical device 06/24/2016 via bd's web site "message center syringes and needles technical support. This form's hard copy will be emailed as attachment to bd, FDA and national center for patient safety, product recall office, visn 8 leadership with photos "suspect" medical device.